Manufacturer narrative:
The insulin pump alarmed failed battery test due to faulty battery tube. The insulin pump functioned properly after unplugging and plugging the battery tube connector into interface board. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 120 mg/dl. The customer was advised to insert new aaa alkaline battery. Customer received failed battery test. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a alkaline up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.